Event description:
Procedure: lavh. Reportedly, after closing device on tissue, surgeon activated instrument. Upon completion of cycle, he cut using trigger. After the jaws locked on the tissue, so the instrument was cut off the tissue. Another ls1500 was used to complete the procedure. No report of pt injury was made.